Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2010 as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2004. On (B)(6) 2010, liver function tests were recorded, and a baseline biliary obstructive symptoms assessment was performed and revealed no symptoms. A pre-study stent placement cholangiogram revealed a biliary stricture at the papilla. On (B)(6) 2010, the patient underwent biliary stent placement for treatment of the biliary stricture. A sphincterotomy was not performed during the study stent placement procedure as a sphincterotomy had already been performed. The stricture had been previously dilated with three plastic stents. The previously placed plastic stents were removed prior to the study stent placement. During the procedure, the stent was deployed in a satisfactory position across the stricture and was not covering the cystic duct. The patient was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, the patient underwent the per-protocol removal of the study stent. On (B)(6) 2012, the patient underwent endoscopic intervention to treat a biliary obstruction approximately six months following the study stent removal. The obstruction was noted to be a recurrent stricture in the original location. A new stent was implanted. The patient was discharged on (B)(6) 2012.

Manufacturer narrative:
(B)(4) study clinical trial. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed